Event description:
It was reported by the sales rep that the proplege coronary sinus device, pr9 was "placed without difficulty under tee guidance. After the usual dose of antegrade cp was delivered, retrograde was attempted. It started out with a flow of around 100 and the cs pressure immediately shot up to around 200. Retrograde was immediately stopped. The transducer was zeroed, the catheter was pulled back a tiny bit. The retrograde was started at a trickle and was going in at a flow around 50. The pressures still shot up between 80-140 range. Perfusion said her line pressures were fine and there wasn't any resistance noted. No blood was noted coming back in the field. There was no confirmation anywhere that the retrograde was delivering so they continued the case with antegrade only." No pt injury was stated. Unknown lot number. The case was a robotic (B)(4).

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
The device was misplaced by the customer. Unable to perform an evaluation into root cause. The device was not returned. An investigation into root cause of the defect could not be performed. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.